Event description:
The customer reported that two out of four (B) (6) flat screens failed following a system reboot. The flat screen monitors provide view screens for the acuity central station. Reference MDR 3023750-2009-00204 for the other monitor that failed. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt's info.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. The customer reported that an acuity system had rebooted. Following completion of the reboot, two (B) (6) video displays had failed to power on again. Reference MDR 3023750-2009-00204 for the companion MDR for the other display. The video display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. We have a corrective action underway for this display. The customer returned the suspect displays for evaluation. We confirmed that the displayed would not power on. We used code 47, "device failure occurred and was related to the event." By "event" here, we mean the loss of centralized monitoring. There was no pt harm reported associated with this failure.